Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported right side rupture. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device on the posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: wear abrasion observed on the surface of the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Health professional reported right side rupture. Device has been explanted and replaced with non-allergan device.